Event description:
It was reported that a malfunction alarm occurred. In addition, the pump was hot to touch. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.